Event description:
As initially reported by a non-healthcare professional, the consumer was diagnosed with corneal erosion in both eyes after using contact lenses. The doctor prescribed a hyaluronate moisturizing agent, frequency not specified. The doctor also advised stopping using contact lens for one week and recommended a follow up visit. The current status of the consumer¿s eye is symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.